Manufacturer narrative:
(B)(4). The device was returned for analysis. The unit was visually inspected for any damage or defect and it was noted that a flexcil line was stuck and cut off in the seal of the tyvek tray. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications at the time of release for distribution. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that the package seal was compromised. A 26 encore balloon catheter inflation device was selected for use. During unpacking, it was noted that a piece of the connecting tube of the device was caught between seal and the package was not completely closed. No patient complications reported.